Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman delivery system without the implant. Analysis of the core wire, tip, sheath and hub/valve/y-connector were microscopically and visually inspected. Inspection revealed a kink in the sheath located 12.5 cm from the strain relief. Inspection of the rest of the device found no other damage or irregularities. There was no damage to the core wire threads, or any other indication of premature implant release.

Event description:
It was reported that device detachment occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was prepped in standard fashion without incident. During deployment, it was noted that the core wire moved forward and detached from the implant. As a result, the core wire pushed the remaining half of the constrained device out of the was, which implanted the device. The device landed in optimal position with compression measurements noted to be greater than 8% and no peri-device flow occurred. A tug test was not able to be performed. The device was left in place. No patient complications were reported. Patient has been discharged.

Event description:
It was reported that device detachment occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was prepped in standard fashion without incident. During deployment, it was noted that the core wire moved forward and detached from the implant. As a result, the core wire pushed the remaining half of the constrained device out of the was, which implanted the device. The device landed in optimal position with compression measurements noted to be greater than 8% and no peri-device flow occurred. A tug test was not able to be performed. The device was left in place. No patient complications were reported. Patient has been discharged.